Manufacturer narrative:
Additional information provided by the customer: updated adverse event and/or product problem, outcomes attributed to adverse events, describe event or problem, device available for evaluation?, device evaluated by MFR?, evaluation codes, additional MFR narrative. The customer¿s report of a bag of heparin found empty unexpectedly could not be confirmed. The log analysis showed that at 10:19 pm on (B)(6) 2016 an infusion of heparin, non-thrombotic, 25000 unit/250 ml was programmed at a rate of 4.4 ml/hr. At 11:13 pm, the device alarmed for air in line and at 11:27 pm it was turned off. The cause for the ail alarm and the early termination of the infusion could not be ascertained from the event log. The total recorded volume infused was 3.731 ml. Inspection of the module identified no issues. Testing found the device to be infusing within specification. The disposable set was not returned with the infusion system and could not be investigated. The root cause of the bag of heparin being found empty unexpectedly could not be identified.

Event description:
Ptts were drawn and protamine was ordered but not administered.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported that the nurse responded to an ail alarm an hour after the start of a heparin (25000 units/250 ml) infusion. The rate was 4.4 ml/hr. The bag was found empty unexpectedly. No patient harm was reported as a result of the event, and the customer requested a log review to determine clinician key press entries and interventions for any alarms from the start of the infusion to midnight. Although requested, no other information was provided.